Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 100 mg/dl at the time of the call. The customer stated that there was a hospitalization visit on (B)(6) 2015 at 1am for high blood glucose of 600 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to corroded keypad traces. Unable to perform the functional test, including displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test due to no button response. Unit had minor scratched display window, cracked reservoir tube lip and a missing end cap sticker.